Manufacturer narrative:
A healthcare professional reported that nmaf4218 lot#9001233 implant lacked primary stability on tooth #3. The implant was removed during implant placement with no report of observable clinical symptoms. Osteotomy doesn't match the type or size of the implant. According to the information, the patient has hypertension. The device was forwarded to the manufacturer. No other medical issues were reported.

Event description:
A healthcare professional reported that nmaf4218 lot#9001233 implant lacked primary stability on tooth #3. The implant was removed during implant placement with no report of observable clinical symptoms. Osteotomy doesn't match the type or size of the implant. According to the information, the patient has hypertension. The device was forwarded to the manufacturer. No other medical issues were reported.